Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of corrosion on the 14v battery was confirmed via the submitted picture. The provided picture confirmed signs of corrosion on the j1 and j2 contacts. A review of the submitted controller event log file spanned approximately 3 days (04oct2023 ¿ 06oct2023 per time stamp). There were only routine low voltage alarms active in the log file. A root cause for the reported event was not conclusively determined through this analysis. The 14v battery was inspected and accepted into the storage location on 24jan2020. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage alarms. The IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided stated that the patient is known to have difficulty with the handling and maintenance of their equipment, and the battery was exchanged.

Event description:
It was reported that the patient had log files submitted at the request of their nurse practitioner (np) for low voltage alarms. It was also noted that there was corrosion on the batteries which were replaced at the time of evaluation. The patient reported that they routinely let their batteries run low. The log files submitted for review captured a few clusters of pulsatility index events and low voltage alarms. No other unusual system controller alarms or pump faults were seen in the log files. The pump appeared to be operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 model number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.